Manufacturer narrative:
The company service representative examined the system and replaced the power module. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: loss of power. The surgeon reported that the system would not power on. Another system was used for the procedure. The surgeon stated that the pt was not impacted by this event. Additional follow-up information has been requested.